Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient has reportedly resumed use of the device and is doing well. The patient remains implanted. This is the final report.

Event description:
The patient's device was reported dislodged. The patient underwent repositioning surgery to secure the device.